Event description:
Situation: when loaded for priming cvvh circuit m150 ((B)(4)) the prismax showed an error message ¿anticoagulation syringe not connected correctly¿. Small green connector for heparin syringe was cracked. It was replaced with a new green connector piece from a 2nd m150 circuit. Old green connector piece was not saved. It was later noted that the replacement green connector piece also had a crack in it (sequestered and in [redacted name] mailbox.) Set had to be taken down and blood was not returned. Background: patient ordered for crrt. During the priming process the above error message was noted. Assessment: may have faulty lot(s) of m150 circuits? Recommendation: evaluate lots? Sequestered green connector from m150 circuit lot# 23f0074ca. The first green connector which was not saved was from an m150 circuit lot# 23f0064cb. First defective sample was discarded by clinicians. RMA/mailer requested. [Redacted date] - baxter complaint record: (B)(4). [Redacted date] - baxter email forwarded to [redacted name] (np 9-10). Manufacturer response for connector cap m150 circuits, m150 circuits (per site reporter). Emailed baxter on [redacted date], assigned complaint number (B)(4) on [redacted date], requested mailer and RMA.